Manufacturer narrative:
Technician found the stretcher in maintenance. No injury was reported. Replaced the casters to resolve the problem.

Event description:
Complainant alleged that when the brakes were set that the caster wheel will not roll, but still rotates around.